Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single-port monopolar curved scissors instrument and completed the device evaluation. There is no reported complaint against this part. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. An observation not reported by the site was observed. The instrument was found to have a broken tube adapter. A piece approximately 0.112" x 0.066" in size was not returned with the instrument. Common cause of this failure is attributed to mishandling/misuse. This complaint is being reported due to the following conclusion: failure analysis investigations identified a missing piece from the single-port monopolar curved scissors instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
A single-port monopolar curved scissors was returned to intuitive surgical, inc. (Isi) with no known issue. It was noted that the procedure was completed with a backup instrument of the same kind. There was no reported injury to the patient and no fragments fell into the patient. On (B)(6) 2023, isi followed up with the initial reporter and obtained the following additional information: there were no problems with the instrument. The customer just wanted credit for returning the instrument. On (B)(6) 2023, isi contacted the initial reporter and made the customer aware of the failure analysis findings of a piece approximately 0.112" x 0.066" in size was not returned with the instrument. The customer confirmed the monopolar curved scissors was not used on a patient.